Manufacturer narrative:
(B)(4). Maquet cardiopulmonary provides product failure investigation, analysis, and resolution for the device described in this report. The defective led was replaced. (B)(4).

Event description:
On (B)(4) 2011, the equipment distributor, (B)(4), was installing a new hl20 at (B)(6) medical center. The distributor reported that during the installation of the twin pump module tpm 20-330 twin roller pump (article number: (B)(4), serial number: (B)(4)) that the led switch on the right side of the tpm was defective. The distributor reported the event to the maquet service technician on (B)(4) 2011. (B)(4).